Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The lot 6000451 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code leakage from infusion site (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 30 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 10 test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to wi version 07 test on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6000451 was manufactured according to the document version 43 on the packing process in the multivac 07, on 31/mar/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No other complaint received on the lot in question, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure. .

Manufacturer narrative:
Patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported by the patient faced infusion set leakage on second day of usage. No further information was available.